Event description:
It was reported that the user contacted support about not receiving cgm alerts on an ilet system and experienced hyperglycemia with a reported glucose of 324 mg/dl, later 182 mg/dl and trending down, on the first day of pump use; cgm alert settings were verified at the highest level and education was provided that new-start dosing can be conservative. Symptoms included no reported clinical manifestations. Outcomes included no medical intervention, no hospitalization, and resolution as glucose trended downward. Investigation included customer service troubleshooting and user education. Investigation of this case revealed no device malfunction could be confirmed, cgm alerts were appropriately configured, and the event was consistent with expected glycemic variability during early adaptation to automated dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.